Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detachment. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. During the media inspection of the picture attached it was possible to observe the loop detached. Based on this evidence the reported event of "loop detachment of device or device component" can be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description, information and picture provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported to boston scientific that a cold snare was used for a polyp removal, during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snare loop detached from the device. The loop was removed from the patient with the same device. The procedure was completed with another snare. There were no patient complications as a result of this event.